Event description:
It was reported that this right ventricular (rv) lead was extracted due to micro perforation from the right ventricular into the left ventricular. Per physician discretion the lead was not replaced and device was programmed to aai. The patient is pacer dependent in the atrium only. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.